Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting noise and oversensing resulting in pacing inhibition. Stored events showed noise on both the ventricular rate/sense and shocking electrograms. The noise could be reproduced by pressing the palms together. The ICD was programmed to least sensitivity and the noise was present on the shocking channel, but not the rate/sense channel.